Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium back-up battery loaded voltage (loaded vlith), as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm, due to connector resistance. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had replace battery now alarm. Customer blood glucose level was 7.1 mmol/l. It was also reported that the replace battery alarm occurred second time. The insulin pump was returned for analysis.